Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was in a deflated state. Blood was present inside the balloon material which would be indicative of a balloon leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate due to the presence of solidified media in the inflation lumen. The device was placed in the water bath to allow the media to soften. The device was removed from the water bath and again an inflation attempt was made. Liquid was observed to be leaking from a balloon pinhole located in the mid body of the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 30nov2021. It was reported that the balloon was unable to cross lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was unable to cross the lesion. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure. However, device analysis revealed that there was balloon pinhole.